Manufacturer narrative:
This report is submitted on july 28, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant magnet site due to infection. Subsequently, the patient was placed under general anesthesia (date not reported), in order to explant the implant magnet and to perform a skin flap rotation to correct the tissue deficit. The patient was treated with IV and oral antibiotics (date and duration not reported).